Event description:
It was reported that during a da vinci-assisted surgical procedure, harmonic ace instrument tip broke inside of the patient while grasping the tissue. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The surgeon was retracting tissue when the issue occurred. It is unknown what surgeons believed was the cause of the instrument breakage. The instrument was in use for an hour prior to the issue. The surgeon did not notice any issues were functionality of the instrument during the case. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The fragment did fall inside of the patient during an instrument type collision. The instrument was removed during the surgical procedure. The surgeon did not feel any resistance upon removal of the instrument through the cannula. Upon the final removal of the instrument: the wrist was straightened. The surgical staff did not feel any resistance upon the removal of the instrument, and did not notice any damage to the cannula or the instrument after the event occurred. The fragment was retrieved. The customer performed a visual inspection to confirm that no fragments were left behind. The procedure was completed robotically with no injury to the patient. The customer performed x-ray post procedure. The customer has not returned to the hospital due to experiencing any post-surgical complications. The instrument is available for return, but the fragment was discarded. No photographic images or video records are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the mid-point. A piece approximately 0.1510" x 0.0784" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage.